Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: difficult to remove, sheath was stretched and clip deployed in distal end of sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a cath lab technician in training in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. The device was removed using the access ports, counter-traction and assertive pull per the instructions for use. Once the device was removed the sheath appeared to be stretched and the clip was found to have deployed in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.